Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tissue pad was peeled off and could not be used during a laparoscopic cholecystectomy procedure. The pad peeling occurred early after the procedure was started. The intended procedure was completed with the subject device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the lot number was 16k and supplementary information was 10. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output. [Inspection] appearance. Omsc presumed that the tissue pad was worn away and a part of the tissue pad was peeled away due to the ultrasonic energy which was delivered without grasping tissue between the closed grasping section and the distal end of probe (including after the tissue already cut). The above device handling has warned in the instruction manual.